Event description:
Information was received indicating that while in use of a smiths medical cadd extension set, leaking was noted at the one-way valve. Subsequently, the nurse had to change the tubing. No patient consequences were reported. No adverse effects were reported.